Event description:
The patient was noted to have had stridor that began postoperative day 1 after a right-sided cervical 7-thoracic 2 acdf. The stridor was initially mild; however, worsened over 3 weeks. The patient presented to the ER and their vitals were found to be stable, including during stridor episodes. It was reported in the article that the patient had fiberoptic laryngoscopy performed and it was determined that the patient had a right vocal cord paralysis and intermittent left vocal cord paresis that coincided with activation of the patient's vns device. The patient's stimulator was shut off and the stridor disappeared. After 3 days, the patient's device was programmed back on at multiple output currents to evaluate for recurrence of stridor. The patient's device was again programmed off, as the stridor persisted, and the physician waited for the patient to regain function of their right vocal cord. The physician performed a repeat laryngoscopy 3 months later, which demonstrated continued right vcp. Her vns was not restarted. Patient's device was interrogated and diagnostics were noted to be ok. No other relevant information has been received to date.